Event description:
It was reported that cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode. Additionally, it was noted that the device is at end of life (eol) and is expected to be replaced. Technical services discussed programming options. At this time, the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode. Additionally, it was noted that the device is at end of life (eol) and is expected to be replaced. Technical services discussed programming options. At this time, the device remains in service. No adverse patient effects were reported. This supplemental is being filed as additional information was received that this device was explanted and replaced successfully. The device has been returned and device analysis is completed. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. The system resets occurred during a telemetry session which caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation.